Manufacturer narrative:
H3/h6: one pump was returned for analysis in used condition. Visual inspection showed the pump was used and not in its original packaging. Review of the event history log was not applicable. Service history review identified that the device has not been serviced in the past. Functional testing was able to duplicate the customer's reported problem. The investigation determined the air in line (ail) sensor was faulty. The ail sensor was replaced.

Manufacturer narrative:
Date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was an "ail defective". The event occurred during testing. There was no delay in therapy. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.